Event description:
One patient sample with discrepant calcium results. Initial result 9.1 mg/dl. Same sample repeated twice gave results of 8.1 and 8.2 mg/dl. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.